Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb cable no longer charges the pump. The customer's blood glucose level was 132 mg/dl. During troubleshooting with tandem technical support, it was determined that replacing the cable resolved the issue and the pump successfully charged with a different cable. Reportedly, the customer did not acknowledged troubleshooting and alleged that the pump was the issue not the cable. Customer will continued to use the pump for insulin therapy.